Event description:
Patient put into chair by patient care assistant with chair alarm on. Patient got up from chair and was found sitting on pillow next to the chair yelling for help. Patient was helped into bed and a new bed alarm was put on the bed and checked as working. The one on the chair failed to alarm but was still set, upon evaluation. Called rental vendor to replace alarm. Talked with patient's wife, supervisor, md. No injury noted. No injury to patient. Chair alarm may have failed - the alarm would have alerted the staff to quickly attend to the patient. Chair alarm is a posey sitter select. Batteries have been replaced in the unit, and it continues to make no sounds with no lights lit. Appropriate measures have been taken by staff to ensure patient safety.